Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Complete information for patient identifier = (B)(4). There was no additional patient information provided by the customer due to privacy issues. The customer reported a false elevated troponin result on the alinity I (B)(4). Barring the sample being repeated, no additional troubleshooting was performed by the customer. A definitive part was not identified, therefore, the alinity I (B)(4) was considered the likely cause; however, sample integrity cannot be ruled out. Return testing was not completed as returns were not available. Data containing the module results was attached to the ticket verifying the results referenced in the ticket. A product labeling review found the alinity ci-series operations manual addresses operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations. The stat high sensitive troponin-I package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results. No contributing factors in the month prior to the complaint were identified in-regards to the system. The service history of the alinity I processing module, serial number (B)(4), verifies no subsequent issues have been reported related to discrepant stat troponin results. No nonconformances or potential nonconformances applicable to the current complaint were found. The current product monitoring review found no trends of the alinity I with regards to the current issue. The ticket search for similar issues did not identify any trends for the alinity I processing module (list number 03r65-01). Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(4) was identified.

Event description:
The customer reported falsely elevated alinity I hs troponin results on one patient. The results provided were: on (B)(6) 2021 at 11:27am sid (B)(6) = 76.7pg/ml(customer cutoff = 14pg/ml) / retest at 11:58am = <3.7 / retest at 12:17pm = <3.7pg/ml. There was no reported impact to patient management.